Event description:
It was reported that noise was observed on stored egms which led to episodes recored as vf. Revision is planned. No adverse consequences were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.